Manufacturer narrative:
Upon investigation of this incident, a technical support specialist confirmed that the issue was resolved by the customer, and no further investigation was required. The system functioned as intended after the customer resolved the issue. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported that when using the bd pyxis¿ es server, the system was unable to authenticate. Attempts to register the user were unsuccessful, and the user ID could not be registered the customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.